Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they still have a catheter in place. The patient explained that when the stimulator was set, they were unable to urinate, so a catheter was inserted. The patient said they plan to return to the urologist on thursday to have a solution placed in their bladder and will set the stimulation to 1.8, as it was during the trial. The patient also mentioned that when they used the temporary device, it was set to 1.9. When they returned for the implant procedure, their bladder was emptied, so they went home without a catheter. However, six hours later, they had to return and have another catheter placed. The patient was redirected to their healthcare provider to further address the issue.